Event description:
Guidant received information that the patient implanted with this cardiac resynchronization defibrillator (crt-d) expired. This device was recently implanted as previous device had reached end of life. At the implant procedure pacing lead tests were performed with satisfactory results prior to arrhythmia induction, which is required to ascertain appropriate device and lead function. There were multiple unsuccessful attempts to induce ventricular fibrillation (vf). A slow ventricular tachycardia (vt) was induced following delivery of 50hz trains from the device. The vt was slower than the tachycardia detection rate zone programmed. The vt was cardioverted by external defibrillation and the patient developed complete heart block. Following the external shock the crt-d did not appear to pace. Vt recurred and a cardiac arrest was called. During the cardiac arrest the crt-d was removed and a pacing system analyzer (psa) was connected to the chronic ventricular leads. The psa was used to pace the patient during periods of complete heart block, however it was reported that the psa did not capture initially. A stable rhythm was established 19 minutes after initial vt induction. The crt-d was reinserted, the crt-d paced affectively, the patient was stabilized and transferred to cardiothoracic intensive care. The following morning the device was pacing and sensing appropriately and had apparently been pacing all night. The patient died one-week later.